Event description:
It was reported that the ventilator had a battery failure. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. There was no patient or user harm reported.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
Information was received that the issue occurred while the unit was in the storage room.

Manufacturer narrative:
A quote for service evaluation was sent to the customer; however, the quote expired without a response from the customer. Multiple attempts were made to contact the customer and no response was received. No additional information regarding the unit's status was confirmed at this time. No parts have been confirmed to be replaced or returned for evaluation at this time. If new information is obtained, a supplemental report will be submitted.